Event description:
The customer reported to olympus that the colonovideoscope displayed an e315 error (incompatible scope). The event was found during reprocessing after an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the e315 error was not confirmed by the engineer. The evaluation found that the absence of an image was attributed to a defective suction connector, while the insertion tube suffered from leakage due to a pinhole in the connecting tube, leading to the loss of water tightness and perforations or scratches on the tube. Inadequate angles resulted from the wear of the angle wire, with downward bending failing to meet standard values. Stretching of the angle wires was also noted. Wear in the suction cylinder, leakage in switch 1, and damage to the light guide lens and its protector due to physical stress were identified. Discoloration of the leakage check label, a defective ethylene oxide valve, and corrosion of the suction connector and internal boards due to water leakage were observed. Dysfunction of switches 1, 2, and 3 was attributed to damage in the switch printed circuit board, and the scope connector cover unit exhibited corrosion from water leakage. The investigation is ongoing and the follow-up with the user-facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an abnormal electrical continuity due to water invasion of scope connector. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the patient was not under anesthesia.